Manufacturer narrative:
No unexpected blank display anomalies; no punctures on isolation tape on lcd board noted. No unexpected audio/beep anomalies, watchdog alarms or screen type anomalies noted during testing. Unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test. Unit received with high idle current due to all electronic assemblies. Unit received with cracked case at display window corners noted. Unit received with minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot. Unit received with corrosion on motor home switch, battery tube and vibrator motor assembly. (B)(4).

Event description:
Customer reported via phone call of experiencing a blank screen display and constant tone. Customer also reported that there was moisture under display screen. During troubleshooting, customer reported that insulin pump was dropped a few times. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 279 mg/dl.